Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cardiac intensive care unit the insertion kit was opened and the sheath was inserted via the patient's right femoral site. The spring wire guide (swg) was inserted successfully. The intra-aortic balloon (iab) was flushed and vacuumed and carefully taken out of the tray while keeping it straight. The iab was inserted over the swg, and after entering the sheath the balloon operator found it difficult to insert as the balloon started to open. As a result, the operator tried to vacuum the balloon again and reinsert the iab, however the insertion failed. The patient died 7 days after the event. The cardiologist stated that this event did not contribute to the death of this patient.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab. The catheter was returned with a dilator, a retaining tube, the 40cc driveline tubing and two sets of pressure line tubing. No blood or damage was noted to any of the product. The bladder was fully unwrapped. The one-way valve initially failed testing and did not hold a vacuum. After injecting air through the one-way valve to clean out any potential dust, the one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the balloon unwrapped prematurely is confirmed. The one-way valve failed functional testing initially, and as a result, a vacuum could not properly be applied to the bladder membrane. See other remarks section for conclusion continuation. Other remarks: after cleaning, the one-way valve was able to perform to specifications. The root cause of the one-way valve issue is undetermined.

Event description:
It was reported that while in the cardiac intensive care unit the insertion kit was opened and the sheath was inserted via the patient's right femoral site. The spring wire guide (swg) was inserted successfully. The intra-aortic balloon (iab) was flushed and vacuumed and carefully taken out of the tray while keeping it straight. The iab was inserted over the swg, and after entering the sheath the balloon operator found it difficult to insert as the balloon started to open. As a result, the operator tried to vacuum the balloon again and reinsert the iab, however the insertion failed. The patient died 7 days after the event. The cardiologist stated that this event did not contribute to the death of this patient.